Event description:
Reportedly, the origianl procedure, which was a laparoscopic cholecystectomy, was performed in 2002 at 7:30 am. Post-operatively, the same day, at 5:10 pm, pt was brought back to the or due to bleeding. According to the sales representative, the surgeon thought the clip applier felt different. Pt experience a drop in hemoglobin, pain in legs, abdominal pain and pressure. Pt brought back for diagnostic lap for hemostatic purposes. Another clip applied. No further patient injury was reported.